Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-nine (29) exactamix vented micro-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: twenty-nine (29) devices were received for evaluation. Visual inspection was performed on the returned samples. Examination of the samples identified minor cosmetic imperfections and extraneous particulate matter primarily on the white connectors, with additional findings on the blue spike caps, white spike flanges, white vent housings, sealed packaging, and packaging material. Observations included very small dark spots, dark fibers, dark particulates, occasional brownish-red spots, white spots, smudges, and embedded imperfections within the clear plastic packaging material. Some samples also contained loose particulates or fibers within the sealed packaging. All findings were small in size and limited to external, non-fluid-contact surfaces. No particles, fibers, or defects were observed within the fluid pathway, and no evidence of internal contamination was identified. Overall, the inspection revealed only minor external cosmetic imperfections and extraneous fibers/particles that did not impact the fluid pathway or product functionality. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.